Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during laparoscopic hernia procedure. Reportedly, the needle disengaged from the instrument and remained in the scar tissue. Another instrument was used to complete the procedure. The surgeon elected not to remove the disengaged needle.